Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged unresponsive keypad, blank display, unexpected battery power loss, and power loss alarms found on (B)(6) 2021. Pump powered up and received with an unresponsive keypad at the [middle upper and back buttons]. Unable to perform the displacement test, sleep current measurements active current measurement, and self test or verify unexpected battery power loss due to unresponsive keypad. Pump was cut open to perform visual inspection and found moisture damage on the [ pcba 1] board. Swapped out case and successfully downloaded history files and traces using thump software. Stuck button alarm was not) found in the history files or traces. Pump did not pass the keypad voltage test at the middle upper and back buttons. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, and corroded battery tube. Blank display not confirmed after battery installation. Unable to verify unexpected battery loss and power loss alarms due to unresponsive keypad. Unresponsive keypad confirmed due to moisture damage on the [pcba1] board. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a power loss alarm and blank display. The customer stated they were not able to clear the alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.